Event description:
The event involved a transpac® it kit w/30 ml flush device and 24" pt tubing. It was reported that the 4" tubing (112 x .162) of the device came off during normal saline flushing in the nicu after five hours of an infusion. There was patient involvement but no adverse event.

Manufacturer narrative:
The device is available for evaluation. It has not been received.

Manufacturer narrative:
The following was returned from the customer: two new list #011-46110-82, transpac® it kit w/30 ml flush device and 24" pt tubing; lot #4959550. The customer also provided a few images illustrating the area of the defect. The reported complaint of detached tubing was confirmed based on the images provided by the customer. However, no visual anomalies were observed on the returned products. Further, when the returned transpacs were primed and pressure leak tested, no leaks were observed. The products performed per specification. Without the return of the actual defective sample, a probable cause could not be determined. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint. Additional entries can be found in a5 and a6 and h6 component code. D9 - date returned to mfg: 26may2022.